Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a pump stop due to a driveline disconnect event. A specific cause for the observed driveline disconnect could not be determined through this evaluation. The system controller log file contained data from 19jan2023 through 06feb2023. On 05feb2023 the driveline appeared to be disconnected, causing the pump to stop. The driveline was not reconnected for the remainder of the log file. No other notable events or alarms associated with the pump were observed. The pump appeared to function as intended and operated above the low-speed limit while the driveline was connected. It was reported that the patient was found expired at home on (B)(6) 2023 with the system controller connected to 14-volt (v) batteries and the driveline disconnected from the system controller. It was noted that the patient expiration was not considered to be device or therapy-related, and the device had operated as expected. It was reported that an autopsy was not conducted, and that heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii lvas instructions for use (IFU), and the hmii lvas patient handbook, are currently available. Section 1 of the IFU, "introduction", lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 2 of the IFU, ¿system operations¿, explains how to properly connect the driveline to the system controller. This section also states that if the driveline disconnects from the system controller, the pump stops. Section 2 of the IFU and section 2 of the patient handbook, ¿how your heart pump works¿, states ¿check the system controller driveline connector often to confirm that the driveline is secure in the driveline socket. If the driveline disconnects from the system controller, the pump will stop.¿ ¿if the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been found expired at home with their driveline disconnected from the system controller. It seemed that the patient had disconnected their own driveline.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The patient had been found expired at home with their system controller disconnected from their driveline. An autopsy was not performed. Related MFR# 2916596-2023-00933.